Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced false downstream occlusion. The cause was identified to be force sensor was out of calibration which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.